Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department after emergency medical services (ems) changed their system controller due to yellow lights and and a yellow wrench. The patient was unable to remember if the green arrow lights were on at the time of the event. Upon interrogation by healthcare providers it appeared that the patient had a driveline fault prior to the controller being exchanged. The patient was then having no alarms or abnormalities on the newer controller. Log files were submitted for review and captured a driveline power b fault on (B)(6) 2024 at 7:01:53. This alarm remained active throughout the remainder of the log file. There was no interruption in pump support when the driveline fault was active or at anytime prior to the driveline disconnect. It was noted by healthcare providers that there was no damage on the visible part of the patient's pump cable or the modular cable and that the patient was feeling great with no issues. X-rays were ordered to be safe, and upon review there was one spot that looked abnormal. The modular cable was also exchanged. Related manufacturer's reference number for the modular cable: 2916596-2024-01212.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the controller event log files spanned approximately 7 days (10feb2024 ¿ 16feb2024 and 26feb2024 per time stamp). On 16feb2024 at 07:01:53, the driveline power fault alarm was active due to a power b broken fault. The alarm remained active until the driveline was disconnected at 07:15:40 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial hsc-(B)(6) was returned for analysis in unremarkable condition. A slight bent pin 11 was observed on the backup battery. The returned controller was functionally tested with the returned modular cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The provided information stated that exchanging the controller resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 left ventricular assist system (lvas) patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (IFU) section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the backup battery pins. Heartmate 3 instructions for use section 5-¿surgical procedures¿ states to ¿align the arrow on the ribbon cable with the arrow on the backup battery and then insert the cable into the battery socket.¿ no further information was provided. The manufacturer is closing the file on this event.